Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the lung parenchyma and at the last 11th firing, when the rotation knob was bent with all the strength, there was a loud sound, and then when the green button for releasing safety was pressed, the black handle considerably opened larger than usual. The surgeon noticed an abnormality in the sound and the opening of the handle, so the surgeon was told that the product may have been broken and was suggested to replace the handle, but the surgeon would like to try using the device. There was no problem with the firing operation, with the (device/reload) removal, and with the staple line. The handle was returned to the scrub nurse and the handle was opened, but the jaws did not open, and the reload did not come off from the handle. In addition, the scrub nurse found a metal part that seemed to be a part inside the handle fell on the mayo stand. There was no patient injury.